Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Unable to perform the basic occlusion and excessive no delivery tests due to the prime anomaly. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads noted.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. Insulin squirts out during the manual prime process. The blood glucose reading is 63 mg/dl. Customer treated with glucose tabs. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.